Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when she expired. The definitive cause of the patient¿s cardiac arrest and subsequent death are unknown; therefore, causality cannot firmly be established. However, the pdrn reported the patient¿s declining health was the cause of the serious adverse events. Per the pdrn, there were no fresenius device(s) and/or product(s) malfunctions to report. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused and/or contributed to the patient¿s expiration.

Event description:
A user facility peritoneal dialysis registered nurse (pdrn) reported a patient expired at home during ccpd therapy. The patient passed away in their sleep on (B)(6) 2022. The patient¿s treatment data from (B)(6) 2022 (am) was reviewed and no alarms or variances were noted. The patient was discovered by their spouse due to the liberty select cycler alarming and a non-emergency call was placed to emergency medical services (ems) and the patient was taken directly to the funeral home, no autopsy was performed. There was no allegation of product deficiency or malfunction on or against the machine or any fresenius device(s) reported. The pdrn stated the cause of death was cardiac arrest. It was additionally reported that the patient¿s state of health was deteriorating prior to the reported event. Additional information regarding the patient and the event was requested, however, not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility peritoneal dialysis registered nurse (pdrn) reported a patient expired at home during ccpd therapy. The patient passed away in their sleep on (B)(6) 2022. The patient¿s treatment data from (B)(6) 2022 ¿ (B)(6) 2022 (am) was reviewed and no alarms or variances were noted. The patient was discovered by their spouse due to the liberty select cycler alarming and a non-emergency call was placed to emergency medical services (ems) and the patient was taken directly to the funeral home, no autopsy was performed. There was no allegation of product deficiency or malfunction on or against the machine or any fresenius device(s) reported. The pdrn stated the cause of death was cardiac arrest. It was additionally reported that the patient¿s state of health was deteriorating prior to the reported event. Additional information regarding the patient and the event was requested, however, not provided.

Event description:
A user facility peritoneal dialysis registered nurse (pdrn) reported a patient expired at home during ccpd therapy. The patient passed away in their sleep on (B)(6) 2022. The patient¿s treatment data from (B)(6) 2022 (am) was reviewed and no alarms or variances were noted. The patient was discovered by their spouse due to the liberty select cycler alarming and a non-emergency call was placed to emergency medical services (ems) and the patient was taken directly to the funeral home, no autopsy was performed. There was no allegation of product deficiency or malfunction on or against the machine or any fresenius device(s) reported. The pdrn stated the cause of death was cardiac arrest. It was additionally reported that the patient¿s state of health was deteriorating prior to the reported event. Additional information regarding the patient and the event was requested, however, not provided.

Manufacturer narrative:
Additional information: d.9, h.3, h.6 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment on the top cover, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. The catch-post hipot test, patient hipot test, and current leakage test all passed. An as received simulated treatment was performed on the cycler and passed. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, patient pressure sensor calibration check, and voltage calibration check . An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.